Event description:
The account alleged the bed has no nurse call function when the bed is plugged in. Nurse call does function on battery power. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.